Manufacturer narrative:
Review of the product history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon stated patient complained of pain from total hip. Surgeon determined a hip revision was required. Surgeon explanted the femoral head and replaced it with a universal v40 taper adapter sleeve and 36 mm biolox delta universal taper femoral head.